Event description:
New remunity pumps, remotes, and batteries were delivered due to malfunction. Batteries would not charge fully, remote and pump would not communicate after pairing. Patient had to remain in hospital due to malfunctioning equipment.